Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the reported turn off without user input was confirmed during the event history log review but not reproduced during evaluation. Troubleshooting the device found no discrepancies. No correction required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced turns off without user input. This occurred in the intermediate department. There was no patient involvement. No additional information is available